Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during a routine follow up premature battery depletion was alleged due to a decrease in battery longevity. This device has been explanted and is no longer in service. A new device was implanted. No adverse patient effects were reported. This device was said to have been disposed at hospital. No additional information is available.